Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl with small to moderate ketones. A bolus was delivered to address bg. Customer went to the emergency room. Customer felt nauseated and sick and was subsequently admitted to the hospital. Intravenous insulin and injections were administered. Elevated bg was resolved with no permanent damage. Customer was discharged on 11/24/2018. Customer alleged pump was not operating properly and was cause of elevated bg. Tandem technical support performed a pump system check; no device issue was identified. Customer acknowledged. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the pump logs showed occlusion alarms occurred; no failure was identified.